Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with palpitations and an implantable pulse generator (ipg) malfunction was noted on the paperwork. Attempts to clarify with the clinic the nature of the malfunction were unsuccessful. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.